Manufacturer narrative:
Reporter telephone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a leak from the transfer set which resulted in peritonitis. The leak occurred during use while the patient was sleeping. The following morning the patient observed the leak. The cause of the leak was not reported. The patient ¿visited the hospital¿ and was diagnosed with peritonitis. It was not reported if the patient was admitted for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection and functional testing were performed. A hole in the tubing was identified. The reported condition was verified. The cause of the condition could not be determined; however, the hole had an oval shape indentation and crease along the side of the tubing at the location. Should additional relevant information become available, a supplemental report will be submitted.